Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received failed self test alarm. The customer's blood glucose was unknown at the time of incident. The customer performed troubleshooting. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, off no power and unexpected restart error tests. The pump alarmed motor error during the basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the motor error alarms. The motor was tested outside of the device and it passed. An rf pic failed alarm was noted during the self test due to a faulty component on the radio frequency board. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and cracked battery tube threads.